Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.\

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose. Customer stated that infusion set was bent. Customer had gastroparesis so his food digests slowly. Insulin pump will not be return for analysis.